Event description:
It was reported that the user experienced low glucose overnight after being reconnected to the ilet following a pump disconnection during a hospital stay unrelated to the device; upon reconnection while blood glucose was very high, the system delivered insulin over time that contributed to a subsequent low, and the user typically does not announce meals due to fear of hypoglycemia, which was discussed as a contributor to glucose fluctuations. Symptoms included hypoglycemia. Outcomes included troubleshooting and education with a plan to arrange additional training and guidance on oral glucose use for lows. Investigation included a review of reported device use, glucose trends, and user practices. Investigation of this case revealed that the device functioned as designed, with the sequence of hyperglycemia after hospitalization and reconnection at very high glucose, combined with lack of meal announcements, contributing to insulin delivery patterns that preceded the low; the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.